Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server stations are on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigating the actual device involved in the incident, it was determined that the multiple stations were on critical override. A technical support specialist (tss) stated that the problem resulted from a configuration change on the customer's side. The tss contacted the customer and confirmed that the issue had been resolved and attached knowledge article for reference (hospital network / adt / oe or customer 3rd party software issue). The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server stations are on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.